Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that segments on the display were not lighting up, which was attributed to the interconnect flex being out of specification. Analysis also found the upper and lower case halves to be broken and the caution label to be missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial rate display on the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial rate display on the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.